Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No button error alarm during our testing and all of the buttons are functioning properly. The insulin pump has cracked battery tube thread, cracked case near the display window corners and stained end cap sticker noted.

Event description:
It was reported that customer received a button error alarm. Insulin pump was not dropped or exposed to moisture. Customer's blood glucose was 155 mg/dl. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.